Event description:
The customer reported a "haze" coming intermittently from the unit. The customer stated that there were no physical complaints associated with the "haze". The asp field svc engineer (fse) repaired the unit.

Manufacturer narrative:
The fse removed and replaced the oil mist filter and catalytic converter. The fse ran the vacuum pump several times and no mist was noted.